Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient had a drainage at the lead anchor site. However, the anchor site was not healing. As a result, patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had redness at the anchor site and part of the incision was not healing properly. Surgical intervention was undertaken on (B)(6) 2025 wherein the site was cleaned out. Patient's wounds were healing post-op.